Manufacturer narrative:
The root cause of the reported event cannot be determined. A follow-up MDR will be submitted if any additional information is received. This complaint is being reported due to the following conclusion: it was alleged that a patient had undergone an unspecified da vinci-assisted surgical procedure 3-4 years ago and allegedly sustained a thermal injury to a ureter. However, the root cause of the alleged operative injury is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that a patient had undergone an unspecified da vinci-assisted surgical procedure about 3-4 years ago and allegedly sustained a thermal injury to a ureter. However, the root cause of the alleged operative injury is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On 09/18/2018 and the following additional information regarding the reported event was obtained: according to the intuitive surgical, inc. (Isi) clinical sales representative (csr), he was approached by the surgeon last friday ((B)(6) 2018) regarding the reported event. The csr did not know if the injury was identified intra-operatively or post-operatively. There were no reports from the surgeon that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure or caused/contributed to the alleged ureteral injury. The csr was not sure what specific da vinci surgical procedure was performed. He also did not know the date the procedure was performed.